Manufacturer narrative:
The autopulse battery in complaint was returned to zoll on 08/11/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported by the customer that the autopulse platform would intermittently not power on using autopulse li-ion battery with serial number (B)(4). Customer tried different batteries with the platform and did not have any issues with these batteries. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The li-ion battery (s/n (B)(4)) was returned to zoll san jose for evaluation. Visual inspection was performed and no physical damage was observed to the battery. Functional testing of the battery was performed and the battery passed all testing criteria. The reported complaint of battery will intermittently will not power up the autopulse was not confirmed.